Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation. It was also reported the charger is unable to communicate with the ipg. The patient has not recharged the ipg in over a year. The patient plans to discuss the next course of action with her doctor. Attempt to gather additional information was unsuccessful. No further information is available at this time.